Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two needle hub assemblies that are retracted inside the safety shield (barrel) with traces of media present in the safety shield and flashback chamber. In addition, one protective needle cover and two 20ga bd insyte autoguard winged IV catheter adapter assemblies were received. Through the visual inspection of the catheters, unit #1 has a cut near the tip that is indicative of a tip spear through where the needle has pierced through the tubing wall. Unit #2 revealed no damage. Catheter tip grading was conducted which revealed that both unit 1 and unit 2 were found as an acceptable grading. Through the visual inspection of the needles, it was confirmed that when pushed to the out position there was presence of gel from being retracted inside the barrel which is to be expected. The cannula tip quality assessment was conducted which revealed that unit 1 was found not an acceptable rating and unit 2 was an acceptable rating. No further observation or testing (i.e. Lie distance, penetration and drag) can be conducted because the units are used and not intact. The reported issues were confirmed for unit #1 as needle through catheter and needle dull/blunt which could cause needle penetration difficult or painful. Although the reported issues were confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The defect of needle through catheter may originate as a part of the manufacturing process due to misalignment of the set together station, bent tubing, or air blow inconsistency. There is a possibility for the defect to originate in the clinical setting due to improper use either during tip adhesion break or during the venipuncture attempt by moving the cannula up and down the catheter tubing or advancing the needle at a wrong angle. Because the catheter adapters are removed from the needles and the needles are fully retracted, which indicates manipulation, this scenario cannot be ruled out. The defect of needle dull / blunt may originate during manufacturing due to a part or machine misalignment or worn equipment. There are controlled sampling and testing conducted per the quality control plan which mitigates the occurrence of this defect. Review of the preventive maintenance (pm) schedule disclosed preventive maintenance were conducted at 100%. During use cannula tip damage can happen when removing the needle cover, if the cover rebounds and strikes the cannula tip. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle speared through the catheter while using the bd insyte¿ autoguard¿ shielded IV catheter. Patient required second needle prick. The following information was provided by the initial reporter, translated from (B)(6) to english: during the pricking of the patient, the cap became maladjusted, it did not follow the needle.